Manufacturer narrative:
On october 12, 2018 an immucor field technician inspected the echo lumena instrument at the customer site. The unit was operable upon my arrival. The technician found that the supply connector was unscrewed/loose from the washer manifold and pbs was leaking from the manifold. The technician re-attached the connector then performed unexpected reaction checklist with acceptable results, and ran type and screen assays on qc and patient samples with acceptable results. The instrument was then tested and operated within specifications with no problems observed. Instrument was released for customer use. The immucor internal report record number for this report is (B)(4).

Event description:
A customer reported that on (B)(6) 2018 they received an unexpected negative result using capture-r ready screen 3 lot number r990 (expiry september 18, 2018) with capture-r ready indicator cell lot 221161 on the echo lumena instrument serial number (B)(4).